Event description:
It was reported that, the user questioned whether the device was delivering the correct basal insulin following a large meal announcement while experiencing hyperglycemia, with a blood glucose value of 248 mg/dl at the time of the call. Symptoms included hyperglycemia without reported adverse effects beyond elevated glucose. Outcomes included education and troubleshooting, with guidance to monitor glucose levels and call back if values did not improve. Investigation activities included review of synced device and report logs and completion of a blood glucose questionnaire. The investigation revealed that the device reduced basal insulin delivery due to insulin on board following the large meal announcement, which was consistent with expected automated insulin dosing behavior. Based on previously established findings for similar reports, the cause was determined to be user misunderstanding of system behavior following a large meal announcement and not a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.